Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the date entered is the date when abbott diabetes care became aware of this medical event.

Event description:
Caller reported that customer (her father) was unable to test due to receiving an ER-1 and ER-3 message on his adc meter. Caller further reported that customer "had a car accident because the (adc) meter gave inaccurate result". Medical survey was not completed because caller declined to continue troubleshooting stating that "she does not know the details of the accident of her dad". Although customer service made several attempts to obtain additional information, these efforts were unsuccessful. Prior to disconnecting the phone call caller stated that customer sustained an unspecified injury related to these issues. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1262941) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.